Event description:
Procedure type: lap. Excision of lesion of uterus. According to the reporter: when the device was wiped with gauze, a part was disengaged. The piece was retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30mins. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).